Manufacturer narrative:
This is a final report. The customer's products have been returned and an investigation utilizing the returned meter and returned test strips have determined the complaint is not confirmed. All readings were within range specification and no errors were observed during control solution testing. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller (customer's husband) reported the customer received readings on her adc blood glucose meter that were higher than she felt. The caller reported readings that were obtained on (B)(6), 2016 of 407 mg/dl at 7:10pm and 437 mg/dl at 7:55 pm. The customer reportedly tested before dinner at 7:55 pm and received the reading of 437 mg/dl, then self-treated with an unspecified amount of insulin. At approx. 9:25pm the customer was found unconscious on her bed, having experienced a loss of consciousness. Paramedics were called and arrived at approx. 10:25pm, and tested the customer with their meter, receiving readings of 90 mg/dl, 44 mg/dl, and 39 mg/dl. Paramedics assessed the customer as having hypoglycemia, and administered unspecified glucose to the customer (caller was unsure of the route of administration). There was no report of death or permanent injury associated with this event.